Event description:
A customer contacted baxter's technical service center to report a reload set 202 alarm on the homechoice (hc) machine during priming. Per the initial report, the technical service representative (tsr) had the home patient (hp) cycle power to clear the alarm and remove the cassette. The tsr had the hp inspect the membrane gasket. No debris was found. The hp was to start over with new supplies as there was a possible puncture or tear in the cassette sheeting. The solution to this incident was provided over the phone and there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was from a patient reporting a reload set 202 alarm which occurred during priming. This complaint was not confirmed in the lab due to a lack of sample available for evaluation. Batch review was performed with no issues. The exact root cause of the reload set alarm cannot be determined, however possible causes of a reload set 202 alarm include: a leak between the cassette and membrane gasket, leak between membrane gasket and piston, or puncture of tear in cassette sheeting, or leak in pneumatic system. It is not clear if there was a tear in the cassette sheeting, but it is possible a tear could have happened during packing at the manufacturing facility, during shipment/distribution to customer, or it could have happened at use by the customer. Homechoice sets (B)(4) are pressure tested during manufacture to check for leaky sets, this includes 100% pressure testing for leaks (or the 100% pressure testing of a code may be switched to a sampling plan if the plant can demonstrate that the manufacturing process is under control). Additionally, qa statistical sampling of sterilized product includes a similar pressure test for leaks. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product for trends and will take corrective/preventive action as appropriate.